Manufacturer narrative:
The report of the autopulse platform ((B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. Root cause is due to a defective processor board. Visual inspection was performed and no physical damage observed on the platform. The archive data was reviewed and contained a system error 136 (internal parameter corrupted) error message on (B)(6) 2018 and not on the reported event date of (B)(6) 2018, thus confirming the reported event. It was indicated that the processor board was defective. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. The autopulse platform ((B)(4)) is a reusable device and was manufactured on 21 jun 2005. It has exceeded its expected service life of 5 years and is almost 13 years old. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During use on a patient for a full arrest, the user placed the patient on the autopulse platform and the platform did not function as intended. The platform displayed error message "system error, out of service, revert to manual CPR". Manual CPR performed while troubleshooting the platform. The user took the battery out and replaced with a new one but the error message still persist. The use of the autopulse was discontinued and manual compression was continued. No further patient information was provided.